Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse)inspected the system remotely and confirmed the reported event. A philips field service engineer (fse)inspected the system onsite and analyzed the system logs and found that there was communication error with flexvision pc. During troubleshooting, fse bypassed the drive bay and connected the hard drives of the flexvsion pc to mother board which booted up the system confirming that the disk drive bay of flexvision pc was the cause of the malfunction. Fse replaced the disk bay in flex vision pc which resolved the issue. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.